Event description:
Healthcare professional reported a left-side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo analysis: visual analysis of the photographs identified: device patch with lot number 1721868. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Healthcare professional reported a left-side rupture. Device has been explanted.